Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation confirmed the system fault 74 occurred however, it could not be reproduced during in-house testing. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.